Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming. It could not be determined if the alarm was due to low battery or pump malfunction. The bag of medication was empty. The patient went into the clinic to assess the issue with the pump and it was found that the rate was correct and the bag was empty. When the pump was stopped by the patient, the pump believed that there was still 14.1ml left to infuse. When pump was attempted to be used again, it alerted "cassette not placed correctly." There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.